Event description:
During right knee anterior cruciate ligament procedure, an osteotome chipped off into the pt's knee. The piece was retrieved but added an additional 1 hour to the procedure. This incident occurred approximately 6 months ago. Sales representative inadvertently did not report the incident to quality systems professional services group unitl 4/13/00.